Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the insulin printer is not printing out label for registered nurse to scan when they pull their insulin doses. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer was detectable but not configured. A technical support specialist (tss) reinstalled printer driver and restarted station to resolve the issue. Then the printer was configured and printer was able to print test print. The system functioned as intended after the technical support specialist troubleshot the device.